Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was conducted: manufacturing location: (B)(4) / inspected and released by: (B)(4). Release to warehouse date: 27-dec-2013. Expiration date: 31-oct-2015. Part number: 615.03.01s, cranios reinforced fast set putty 3cc ¿ sterile. Lot number: dsb6143 (sterile). Lot quantity: 50. Purchased finished goods traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4) dated 23-dec-2013 was reviewed and determined to be conforming. Sterility parameters documented on certificate were reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an acoustic neuroma resection retrosigmoid procedure. Patient was implanted with an unknown bone plates and cement bone. There was no post operative complication presented. Patient reported severe pain over the incision at the occipital incision and could point directly to a trigger point. No further information is available. This report is for one (1) cranios reinforced fast set putty 3cc-sterile. This is report 1 of 4 for (B)(4).